Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broke / portion of the essure coil') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("difficult insertion device broke and caused serious injury and damged."), pelvic pain ("pain ") and anxiety ("mental anguish") and underwent cholecystectomy ("gallbladder removal"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, complication of device insertion, cholecystectomy, pelvic pain and anxiety outcome was unknown. The reporter considered anxiety, cholecystectomy, complication of device insertion, device breakage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broke / portion of the essure coil') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("difficult insertion device broke and caused serious injury and damged."), pelvic pain ("pain ") and anxiety ("mental anguish") and underwent cholecystectomy ("gallbladder removal"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, complication of device insertion, cholecystectomy, pelvic pain and anxiety outcome was unknown. The reporter considered anxiety, cholecystectomy, complication of device insertion, device breakage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.